Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels and honey was consumed to address the bg level. The cause of the low bg was not known. As the events had occurred in the past, tandem technical support advised the customer to discuss the low bg levels with a healthcare provider.